Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was discarded by the customer. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the head of the bur broke off. The head of the bur was retrieved without issue and with no additional equipment required. A replacement bur was used to complete the case. There was no patient injury.